Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Final analysis revealed anomalous current drain of the hybrid, consistent with the reported issue of unusual battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates that programming changes were made.

Event description:
New information received indicates that the pacemaker was explanted and replaced on (B)(6) 2026. The patient remained stable following the procedure.

Manufacturer narrative:
The reported event of reduced longevity was confirmed. Based on the information provided, final analysis found that the device is experiencing premature battery depletion due to unexpected high current drain. No further anomalies were detected.

Event description:
It was reported that the patient presented in the clinic. It was noted that the pacemaker exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.